Event description:
Clinical trial. It was reported that post index procedure, the patient experienced a target vessel revascularization (tvr). The index procedure treated a de novo lesion in the proximal circumflex (cx). The lesion was 3 mm wide, 18 mm long, and 100% stenosed. There was no calcification nor tortuosity. The physician predilated the lesion prior to placing a 3. 0 x 20 mm taxus express2 stent. The patient received abciximab during the procedure. The patient was discharged 5 days later. On day 85, the patient presented with atypical chest pain. The patient had a positive test for ischemia. Coronary angiography revealed "in segment stenosis proximal to the lcx stent." It is unclear how the stenosis was treated, but it is noted the patient recovered that same day. Further information has been requested on the treatment that occurred. In the opinion of the physician, there is a probable relationship between the tvr and the taxus stent, as well as a possible relationship between the tvr and the study procedure.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 8291700 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause cannot be determined.